Event description:
It was reported that following a right hemicolectomy procedure (post op day 5)-cartridge selection - blue. No patient abnormal condition (no inflammatory, no radiation). Colo-jejunostomy- looked into the anastomosis with endoscopic camera; there was dehiscence on the staple line. The surgeon reported that the patient was in ICU, and did not give any additional information due to patient privacy.

Manufacturer narrative:
(B)(4). Attempts have been made to have device returned. Device location is unknown.

Manufacturer narrative:
(B)(4). Device b: batch# k5ac8u, expiration date: 3/18/2018, manufacturing date: 4/18/2013. Results = incomplete/interrupted cycle. Conclusion = incomplete/interrupted cycle. Two devices were returned for analysis. Device (a) was received in good visual condition and with a reload loaded present. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Device (b) was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 22 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information anticipated, but unavailable at this time.